Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that login failed. The technical support specialist confirmed that division support assisted the user in logging in. The issue was identified as a glitch in the ¿lock inactive user duration¿ setting. Necessary changes were made on the pyxis server, and the user was able to access the system successfully. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to access. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.